Event description:
It was reported on the referenced medwatch report that during set up and testing prior to a procedure of a lumenis sharplan laser, the aiming beam was observed to be bifurcated. It was further reported on the medwatch that the treating physician chose to perform the scheduled procedure in spite of the beam bifurcation. It was further reported that during the first attempt to use the laser during the procedure, the treatment beam bifurcated causing a minor burn to the patient as well as treating the intended tissue.

Manufacturer narrative:
A review of service records for the subject device confirmed that the laser had not been serviced by lumenis since (B)(4) 2000. Although the user facility reported that lumenis service personnel serviced the subject device, this information is erroneous. A review of the reported events and subject device labeling by a lumenis technical subject matter expert concluded the root cause of the reported event to be failure on the part of the user facility to follow instructions in product labeling to assure proper beam alignment before performing treatment. .